Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 3.4, lab: 4.1. Date: (B)(6) 2011, inratio: 3.2, lab: 4.1, doctor's inratio: 4.1. Pt's therapeutic range: 3.0-3.5 inr.

Manufacturer narrative:
Investigation pending.